Event description:
During the operation of the equipment, a mechanical ventilation failure occurred. No patients were injured.

Manufacturer narrative:
According to reports, the device malfunctioned, could not be used normally, and was unable to provide mechanical ventilation in a timely manner. No patient injury occurred. The user facility did not involve the local dräger s&s organization into any follow-up measures. The ufr was the only source of information, the person named in the ufr was contacted by dräger but was not able to provide additional details. Based on the limited information available, the device has been in use for more than three years. Multiple factors could have contributed to the malfunction, such as a damaged circuit board, power supply failure, or a negative-pressure pump failure. However, as the defective part was not returned for investigation and analysis, no further conclusions can be drawn. If the automatic ventilation system fails or an automatic ventilation mode stops (ventilator malfunction), the monitoring function is not affected, therefore, users will continue to receive information on ventilation performance and patient gas measurements. If a malfunction occurs during automatic ventilation, the ventilator will automatically shut down, switch the mode to man/spont (safety mode), and issue the corresponding ventilator inoperative alarm. Manual ventilation can still be performed. All alarms, potential causes, and corrective measures are described in the instructions for use. It is recommended that the customer contact a professionally trained dräger service engineer to inspect the device and perform preventive maintenance in accordance with the relevant specifications in the instructions for use.

Manufacturer narrative:
Update will be made after the investigation is completed.

Event description:
During the operation of the equipment, a mechanical ventilation failure occurred. No patients were injured.